Event description:
Air detected in fluid line inlet and high balance chamber pressure alarms occurred at the start of a routine hemodialysis treatment which could not be resolved by the operator. The alarms were attributed to a kink in the therapy fluid line that was not observed by the operator. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190 cc. The pt¿s standard epogen dose was increased. Request for specific levels, dates and epogen increase were not responded to. No other medical intervention was required.

Manufacturer narrative:
The user¿s guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user¿s guide instructs the operator to promptly rinseback the pt¿s blood in the event of an unrecoverable alarm. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.